Manufacturer narrative:
The reagent lot number is 81184801 with an expiration date of 30-nov-2025. The qc results were within the specified ranges. The field service representative inspected the analyzer and replaced the pinch valves. He verified the analyzer was again performing according to specifications. The investigation determined the event was due to component failure (pinch valves). The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable troponin t hs elecsys assay results from one patient sample tested on the cobas e 801 analytical unit. The initial result was 95.2 ng/l. The first repeat result was 23.6 ng/l. The second repeat result was 41.9 ng/l. The third repeat result was 22.2 ng/l. The fourth repeat result was 22.7 ng/l.